Event description:
It was reported that the device was explanted after an implant duration of at least 23 months, due to unknown reasons. No further details were provided. Information learned from implant pt registry.

Manufacturer narrative:
Device not returned.